Event description:
A malfunction alarm identified as ¿malf 16¿ was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. They received instructions on how to place the pump into storage mode and were asked to return the faulty pump within ten days using a pre-paid label.